Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad trace. The device was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 7.4mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.